Manufacturer narrative:
The reported events were failure to capture, noise, low lead impedance and material break / fracture. As received, a partial lead was returned in two portions for analysis. The reported events were failure to capture, noise, low lead impedance were confirmed. Visual analysis noted an external insulation abrasion consistent with friction to another device or patient anatomy and an internal insulation abrasion breaching the ring electrode cable lumen and all cable lumens located on the distal portion at the distal tip region. In one location one ring electrode cable, one right ventricular cable was abraded, and procedural damage was noted. The cause of the reported event was isolated to the abraded cables in the abrasion zone. The reported event of material break / fracture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-36778, 2017865-2023-36779. It was reported, that the patient presented in clinic with dizziness. The right ventricular lead exhibited loss of capture, low pacing impedance and oversensing, due to noise. The atrial lead also showed oversensing, due to noise. During lead revision, fracture was noted on the right ventricular lead. And the left ventricular and atrial leads dislodged. All leads were explanted. The patient was stable.